Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump am/pm time was inaccurate. Reportedly, the customer did not know how the pump time became inaccurate. Tandem technical support guided the customer through adjusting the pump time to be accurate. Customer's blood glucose level was 197 mg/dl.